Event description:
During atherectomy procedure, the guide wife fractured leaving a portion of the wire in the right coronary artery. The pt became hemodynamically unstable and was taken for emergent coronary artery bypass surgery and wire removal. The pt was stable following surgery.